Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A vari-lase introducer sheath was being used in a clinical procedure. When the physician attempted to remove the dilator from the sheath, the cap on the sheath detached.